Event description:
Treatment of a right ophthalmic aneurysm. During the procedure, it was reported that the pipeline would not release from the capture coil. The pipeline device finally released from the capture coil when the physician pulled it back. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event was not returned for evaluation as it was implanted in the patient and the pusher was discarded. (B)(4).